Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels in the morning that range from (190-260 mg/dl) the customer would take boluses to stabilize bg levels. The customer stated to believe elevated bg levels are due to diet change, increase intake in carbohydrates and settings may need to be adjusted. Troubleshooting could not be performed with tandem technical support for the past elevated bg events. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level. In addition, during the call with tandem technical support (cts) the customer had a bg level of (286 mg/dl). The customer stated to have ate lunch and did not bolus for it. During troubleshooting with (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the customer was on the third day of cartridge use. The customer was educated that humalog insulin is only to be use in the cartridge for up to 48 hours. It was indicated that the customer changed out supplies and was able to resume insulin delivery.